Event description:
Device issue: balloon rupture, difficult to remove. Time of device issue: during the procedure. Adverse event (ae): medical intervention to remove balloon. Time of ae: during the procedure. It was reported that during a proximal circumflex interventional procedure, in a mildly tortuous vessel and a moderately calcified lesion, the balloon ruptured at 14 atmospheres (atm). The rx voyager was difficult to remove through the guide catheter, so an nc voyager was delivered past the ruptured balloon, inflated to 4 atm and then the rx voyager was removed with the guide catheter as one unit. The procedure continued successfully including balloon angioplasty and stenting of the lesion. There was no adverse patient sequela. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.